Event description:
It was reported that, during a system optimization procedure, this implantable pacemaker exhibited farfield oversensing and pacing inhibition on the right ventricular channel. The lead was repositioned and the device was reprogrammed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was corrected from the following fields: b5: describe event or problem field. D6b: explant date. H6: impact codes.

Event description:
It was reported that, during a system optimization procedure, this implantable pacemaker exhibited farfield oversensing and pacing inhibition on the right ventricular channel. The lead was repositioned and the device was explanted as it was planned. This device was returned to boston scientific for evaluation. No further adverse patient effects were reported.